Manufacturer narrative:
The insulin pump passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump alarmed motor error during the occlusion test due to slightly loose and tilted drive support disk. All operating currents were within specification. No unexpected low battery or off no power alarms noted. The insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had depleted battery life. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.